Manufacturer narrative:
Follow-up # 1 date of submission 9/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/25/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. A leak test was performed and failed due to the battery compartment leak. The pump was opened and there was no evidence of moisture damage found. There was no evidence of moisture observed in the cartridge compartment as alleged in the initial complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress in the cartridge compartment. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.